Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a160, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 01-sep-2020, UDI#:(B)(4). Product ID: 977a160, serial/lot #: (B)(4), ubd: 08-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The chronic pain patient reported through a manufacturer representative that impedance testing performed several months after implant found high impedances on some of the patient¿s electrodes, with values being ¿more than 40000 ohms.¿ it was stated however that the patient continued to use their device after the electrodes in use were reprogrammed. Further impedance testing was performed on (B)(6) 2018 which found high impedances on all electrodes; the patient¿s treatment was discontinued as a result of the issue at that time. It was noted that because the patient was programmed to use high frequency stimulation that ¿it was unknown when the stimulation disappeared.¿ the patient reported that their pain felt improved compared to prior to implant, but worse than immediately after implant. A connection failure with the implantable neurostimulator (ins) or a fracture of the lead was suspected. On (B)(6) 2018, the patient¿s ins site was opened and the lead was reconnected to the ins in an effort to troubleshoot the issue; however, no improvement was seen with the impedances. The lead was then connected to a wireless external neurostimulator (wens) to test the lead impedances directly and it was found the impedance issue was not improved. The system remained implanted following the testing and the wound was closed. It was suspected that the lead was the cause of the issue and it was ¿considered that there was a possibility of lead fracture of electric conduction failure due to formation of scar tissue or extradural tumor around the electrode.¿ an epidurography CT was taken on (B)(6) 2018 which ¿confirmed that no epidural mass was formed.¿ a system replacement was scheduled for (B)(6) 2018 as a result of the issue. One last impedance measurement was performed prior to the procedure and found that all electrodes had impedances of 40000 ohms. It was noted that because the possibility of an ins anomaly could not be excluded, the entire system was replaced as result of the issue. After replacement of the patient¿s system, the explanted leads were again connected to a wens and had their impedances tested in a saline solution. The ex vivo impedance testing obtained the same results; therefore, ¿it was considered that there was a strong possibility of lead fracture, not the resistance of the tissue in the patient¿s body.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. Analysis of lead (B)(4) found all conductors were broken 13.7 cm from the distal end. Analysis of lead (B)(4) found all conductors were broken 14.1 cm from the distal end. If information is provided in the future, a supplemental report will be issued.